Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. It was noted that no additional information will be made available as per hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to instability. Cup, liner and head were revised.

Manufacturer narrative:
An event regarding alleged instability involving a cup was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient's left hip was revised due to instability. Cup, liner and head were revised.